Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that, "inserting pgp for blood draws. After 12-24 hours they are experiencing kinking. Unsure if its product, insertion or dressing at fault. It is not kinked before it is put in the patient. Removed and new pgp placed. Offering training and care + maintenance education." Additional information 20-jul-2024: customer confirmed this is a catheter kink.